Event description:
It was reported that 1 unspecified bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flows from the nano pen needle when taking the injection and stated does not prime before injection. Date of event : unknown. Samples : not available.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check for (needle clog) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.